Event description:
It was reported that the patient experienced cardiogenic shock secondary to complete atrioventricular block. It was noted that the patient's infra-hisian escape rhythm was at 30 beats per minute. A transesophageal echocardiography (tee) was performed in which left ventricle with apical dyskinesia was noted, along with severely dilated right ventricle and tricuspid valve with severe insufficiency. A computed tomography (CT) scan was performed with cardiomegaly noted and imaging signs of heart failure. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.